Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading ranged from 32 to 165 mg/dl. Customer reported that her health care professional adjusted her basal rates due to low blood glucose levels. Customer also called for assistance reviewing her basal rates in the insulin pump. Advised customer that all setting appeared to be accurate. Product is not being returned or replaced.